Event description:
A doctor reported that during intraocular lens (iol) implant surgery, the surgeon felt strong resistance when he inserted the lens into the eye. The surgeon proceeded with the insertion and the iol "popped out." This resulted in a posterior capsule tear, zonular dehiscence and anterior vitreous prolapse. The iol remained at the 5 o'clock position in the eye and there are plans to exchange it at a later date. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. All associated products are approved. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts to obtain additional information have been made. (B)(4).